Event description:
It was reported that loss of capture was observed. New lead was connected to the chronic ICD. Sensing and impedances were normal however, there was no capture. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device was reset by re-starting the product code and the device returned to normal. Testing on the automated testing equipment found no anomaly and the device met all test specifications. The cause of the pacing anomaly was not determined and the failure mode could not be reproduced in the laboratory.